Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging other settings issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Additional information obtained during review of pi: customer reports that when testing, her meter counts down as usual but then a white "usual" screen appears. She cannot see the result when she is doing the test but she can see it in the memory of the meter. Sometimes the result appears while testing but is not to be found in the memory of the meter.